Event description:
It was reported that the pump had a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Error history log review found a primary audible alarm background test. The root cause of the reported issue was unable to determine the intermittent of the error, no physical or any other damaged was found on speaker or interconnect board. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed preventive maintenance and all functional testing which passed.